Event description:
It was reported that the inflatable penile prosthesis would not inflate due to fluid loss. The patient was expected to have the device replaced. No patient complications were reported.